Event description:
It was reported that this patient had one untreated episode due to oversensing during exercise involving this device. The patient was advised to not exercise for the time being. Troubleshooting advise was needed. No adverse patient effects were reported. This device remains implanted. A review of the device data by technical services (ts) discussed steps to be taken during a device follow up. Ts also noted that they agreed with changing the sensing vector, however the clinic should consider reviewing currently programmed alternate sensing vector at elevated rates to evaluate the risk of t-wave oversensing during exercise. No adverse patient effects were reported. This device remains implanted.